Event description:
It was reported there was no telemetry at a device follow-up. The device had not been checked in four years. A device replacement is planned. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.